Event description:
The physician informed cpi that a pt with an automatic implantable cardioverter defibrillator (aicd) received an inappropriate shock. The physician performed an invasive procedure to evaluate the system and noted an insulation break in the lead. Info was later received that this lead was surgically abdandoned due to electeive replacement. No adverse pt effects were noted as a result of the procedure.

Manufacturer narrative:
The physician repaired the lead. The lead remains implanted and functions appropriately. This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if add'l info becomes available, this event will be updated.